Manufacturer narrative:
The serial number of the benchmark ultra instrument is (B)(6). The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged discrepant false negative confirm anti-estrogen receptor (ER) (sp1) rabbit monoclonal primary antibody assay results for patient samples tested on a benchmark ultra instrument. The initial result was reportedly negative. The repeat result was reported to be moderately positive. Reportedly, it was indicated that one patient will likely need steroids for the rest of their life, after the treatment they received. Further information was requested. There are no reports about the deterioration of the patient's health.